Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that allegedly "on (B)(6) 2008, the patient underwent implantation of a left hip prosthesis." It was further alleged that, "the patient underwent a total hip revision surgery on (B)(6) 2010 after enduring three separate hip dislocations."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The device is not available due to the ongoing litigation. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.